Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with unknown blood glucose levels. Customer was sent to the hospital after dialysis due to low blood pressure and being "out of it". Customer was wearing insulin pump at the time of hospitalization. Healthcare professional requested that insulin pump be replaced due to button error alarm that could not be cleared.